Event description:
Per the clinic, the patient developed an infection at the implant site. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: the initial report submitted on july 14, 2025, was reported with incorrect adverse event. No infection has occured. Per the clinic, the patient experienced skin overgrowth since (B)(6) 2024 (specific date not reported). Subsequently, on (B)(6) 2025, the patient underwent revision surgery under general anesthesia to excise the hypertonic scar and underlying scalp tissue.

Event description:
Correction: the previous MDR report [6000034-2025-02506] submitted on august 28, 2025 was reported with incorrect date of the revision surgery. The correct date of revision surgery is (B)(6) 2025, not (B)(6) 2025, as previously reported.